Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site and evaluated the iabp unit. The fse removed and replaced the k7 & k8 valve and the k6 valve block. The fse completed repair with full calibration. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not reading pressures. The cs300 failed the k6, k6a and k7 tests. The circumstances under which the event occurred are unknown. However, there was no patient involvement, and there was no adverse event reported.